Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although physical sample not returned for evaluation, two electronic photos and one 10fr navarre drainage catheter segment were returned for evaluation. Visual and microscopic evaluations were performed on the returned device. The first photos shows partial view of drainage catheter implanted to patient. The physician was holding the catheter in which crack was noted on the catheter hub. The second and third photo show the catheter hub in different angle in which crack was not visible. A crack was noted on one side of the catheter hub. Under microscopic observation, the edges of the crack on the catheter hub were noted to be jagged. Therefore, the investigation is confirmed for the reported catheter hub fracture and suction issue. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4(unique identifier (UDI) , g3, h6 (method) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a percutaneous drainage catheter placement procedure using a navarre opti drain catheter. Post the procedure on (B)(6) 2026, it was noted that the vacuum bottle had lost its vacuum. Furthermore, the catheter was cracked. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a percutaneous drainage catheter placement procedure using a navarre opti drain catheter. Post the procedure on (B)(6) 2026, it was noted that the vacuum bottle had lost its vacuum. Furthermore, the catheter was cracked. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although physical sample not returned for evaluation, two electronic photos and one 10fr navarre drainage catheter segment were returned for evaluation. Visual and microscopic evaluations were performed on the returned device. The first photos shows partial view of drainage catheter implanted to patient. The physician was holding the catheter in which crack was noted on the catheter hub. The second and third photo show the catheter hub in different angle in which crack was not visible. A crack was noted on one side of the catheter hub. Under microscopic observation, the edges of the crack on the catheter hub were noted to be jagged. Therefore, the investigation is confirmed for the reported catheter hub fracture and suction issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a percutaneous drainage catheter placement procedure using a navarre opti drain catheter. Post the procedure on (B)(6) 2026, it was noted that the vacuum bottle had lost its vacuum. Furthermore, the catheter was cracked. There was no reported patient injury.